Event description:
A malfunction alarm, identified as malf 0, was reported by the customer. The customer was unsure if her blood glucose level exceeded 500 mg/dl but there was no adverse impact reported. Technical support provided pump reset information, and the customer planned to reset the pump upon returning home as she was at work without a charging pad available.